Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the complaint device used in the iliac vein. The xxl¿ esophageal dfe states: " the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11624 and 2134265-2017-11625. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Three xxl¿ esophageal balloon catheters with same sizes, 16-6/5.8/75mm were advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.